Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Since approximately (B)(6) 2016 the patient stopped using the device as his hearing with the device had degraded. In situ measurements taken in 2009 would show one channel with high impedance. An increase in affected channels occurred over time. Measurements taken in (B)(6) 2016 showed 5 channels involved in 2 short circuits and 3 channels with high impedance. The patient was re-implanted on (B)(6) 2017. It was stated in the device explantation report that the reference electrode and the active electrode lead were severed during removal surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since approximately (B)(6) 2016 the patient stopped using the device as his hearing with the device had degraded.